Event description:
It was reported that there was air in the device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa of the patient. After approximately five recapture attempts, air was observed in the hemostasis valve of the wds. The wds was removed from the patient and a new wds was then used to successfully complete the procedure. There were no patient complications that were reported to have occurred.